Event description:
On (B)(6) 2010, pt reported she has been using the infusion sites the wrong way which caused her blood glucose to become elevated and she was admitted to the hospital on (B)(6) 2010. Pt requested assistance with how to insert the infusion set into her body. Educated pt on the proper way to use the infusion sets. Pt reported she has been experiencing elevated readings off and on for the past week or so. Pt reported a blood glucose reading of 387 mg/dl this morning and 520 mg/dl at noon. Pt stated she took an injection of 7.0 units of insulin to help bring her readings back down. Pt reported her readings began coming down prior to the call. Pt's target blood glucose range is around 150-160 mg/dl. Pt stated she did not receive any errors or alerts. Pt reported her readings were in the 500's mg/dl because she wasn't receiving insulin due to her having issues inserting the infusion sets correctly. Pt stated she was admitted overnight and the hospital treated her elevated blood glucose with an insulin drip and a few injections. Pt reported she left the hospital the following morning with a reading in the 200's mg/dl which was closer to her normal readings. Pt stated her blood glucose is returning to normal after the injections. Pt reported she discarded the alleged infusion sets. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.